Event description:
It was reported that upon interrogation of the pulse generator in clinic, the interrogation process would take a long amount of time to load electrocardiograms and other device data.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).